Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 310 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer also reported that the reservoir compartment was cracked and reservoir sometimes fell out. Customer's blood glucose was 400 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window, cracked battery tube threads, a missing end cap sticker, a broken reservoir tube lip and a missing reservoir tube o-ring.